Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high shock impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The df-1 lead connected to the proximal port was a non-boston scientific product. The vectors were isolated and it indicated both the distal and proximal coils were causing the high shock impedances. A venogram was performed, which indicated an superior vena cava (svc) occlusion. Subsequently, a revision procedure was performed. The rv lead and the df-1 lead connected to the proximal port were explanted and replaced. In addition, this crt-d was explanted and replaced. No additional adverse patient effects were reported.